Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 full-height cubie had failed due to a broken slide rail at the station. A field service engineer replaced the right side rail (from the front) of the full height cubie drawer 5 to resolve the issue. Then, the engineer loosened the slide rail tension on all 6 drawers to reduce the chances of further rail damage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 5 full-height cubie had failed due to a broken slide rail during the process of dispensing medication to a patient. This incident did not result in any delays in patient care, and there was no patient harm. There were no adverse events or injuries reported based on this event.